Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2333803. D4. Medical device expiration date: 30-09-2023. H4. Device manufacture date: 29-11-2022. D4. Medical device lot#: 2284990. D4. Medical device expiration date: 31-07-2023. H4. Device manufacture date: 11-10-2022. E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with use of bd bactec¿ peds plus¿/ f culture vials (plastic), there were three molecular fp for c. Troplicalis. Three bottles were affected. There was no patient impact reported. The following information was provided by the initial reporter: "3 molecular fp for c. Tropicalis. 1 fp for lot # 2333803, and 2 fp for lot # 2284990. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 3 molecular fp for c. Troplicalis. 1. What result did the customer obtain from the bd product? Not c. Tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result) pending. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No."

Manufacturer narrative:
H6: investigation summary: catalog: 442020. Batch no.: 2333803 and 2284990. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend for these batches. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that with use of bd bactec¿ peds plus¿/ f culture vials (plastic), there were three molecular fp for c. Troplicalis. Three bottles were affected. There was no patient impact reported. The following information was provided by the initial reporter: "3 molecular fp for c. Tropicalis. 1 fp for lot # 2333803, and 2 fp for lot # 2284990. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 3 molecular fp for c. Troplicalis 1what result did the customer obtain from the bd product? Not c. Tropicalis. What result was the customer expecting to obtain (if different from the obtained result) pending. Was this a qc, validation, or proficiency test? N. Was patient treatment changed as a consequence of the issue with results? N. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N".

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 2284990 b5. It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr (B)(4).

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.